Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. Further in clinic examination was performed, with a programmer unable to interrogate the device. Device data was analyzed and it was determined radio frequency (rf) telemetry was disabled due to a high battery impedance condition. Device replacement was recommended. No adverse patient effects were reported.